Event description:
Olympus was informed that during startup at an unknown time/date the esg-400 hf generator issued error message e433 and restarted itself continuously. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc) in japan (returned to omsc on 2022/07/21). During the inspection at omsc error message e433 could not be reproduced. Thus, a temporary fault is assumed. The error message may have different technical causes. However; since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined. The inspection of the respective foot switch confirmed the reported external damage of the cable isolation. However; the device was found to be working correctly. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.